Manufacturer narrative:
Additional information: the returned driver was evaluated. The tip was confirmed to have fractured off. The cause is likely attributed to off-axis screw insertion, hard bone, or inappropriate mating of the driver/screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke off while installing a screw during surgery. The procedure was completed using an alternative driver. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke off while installing a screw during surgery. Additional information has been requested but has not been provided.